Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit has a broken fiber optic sensor extension. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10.. Additional info: (B)(6). It was reported that during preventive maintenance (pm) done by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic connector. Fse resolved the issue by replacing (d012-00-1562) cbl assy,fo sensor extension. Fse performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specifications. Iabp was then returned to customer for clinical use. No patient involvement reported, no patient injury or harm reported. The failure analysis and testing department received the following parts associated with this complaint: cable assy, for fiber optic sensor extension. This part was received with a reported unit failure message of fiber optic sensor is physically broken. Performed visual inspection of this part received and the fat dept, observed that the blue connector was broken. Please see attached picture of broken connector. The failure analysis and testing department verified the failure of broken fiber optic sensor connector. Due to broken connector the fat dept. Cannot be install fiber optic sensor into the test fixture and cannot be investigated further. Fiber optic sensor assy, cable failed testing.retaining fiber optic sensor assy, cable in the fat dept., as per procedure 0002-07-d008 rev ap.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.